Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the affiliate that the surgeon was clipping the cystic duct, using an al326. The jaws of the clip applier would not open. The clip applier remained closed on the duct and would not release. The surgeon opened another al326 and clipped on either side of the problem, so that surgeon could cut the duct and release the instrument from the pt. There was no further consequence to the pt.